Event description:
Restenosis guarantee program. It was reported that restenosis of the stent occurred, requiring intervention. On (B)(6) 2023, the patient underwent abdominal aortogram; bilateral lower extremity arteriogram; selective right lower extremity arteriogram from the common femoral artery; additional selective right lower extremity arteriogram from the popliteal artery; and atherectomy with angioplasty and drug-eluting stent placement in the right superficial femoral artery (sfa) and right popliteal artery for peripheral vascular disease with bilateral lower extremity claudication. During the procedure, the sfa and below the knee were first treated with atherectomy. Angiogram showed a 3mm channel all the way down the vasculature. Then percutaneous transluminal angioplasty was performed with a balloon. Repeat angiogram showed a dissection in the upper part of the sfa through the previous occlusion. Therefore, this 6x120, 130 cm eluvia drug-eluting vascular stent system was deployed in the sfa and post dilated with a balloon. On (B)(6) 2024, the patient presented with acute limb threatening ischemia of the right lower extremity. Therefore, ultrasound-guided catheter placement in the left common femoral artery; abdominal aortogram; right leg angiogram; additional selective catheter placement in the right superficial femoral, popliteal, tibioperoneal trunk, peroneal, end posterior tibial arteries with selective angiography; right superficial femoral and popliteal atherectomy using boston scientific device and balloon angioplasty using 5 mm drug-coated balloon; right tibioperoneal trunk and peroneal artery atherectomy using bsc device and balloon angioplasty using 3 mm plain balloon; and right posterior tibia balloon angioplasty using 3 mm plain balloon, were performed. Findings included: sfa was occluded approximately one centimeter past its origin; the sfa stent was spanning the entire length of the thigh and was occluded. During the procedure it was noted that the occluded superficial femoral and popliteal arteries appeared to be due to both diffuse atherosclerotic disease as well as extensive acute thrombus. Therefore, atherectomy was performed down the sfa, popliteal, and tibioperoneal trunk down to the proximal peroneal. Percutaneous transluminal angioplasty was performed in the sfa and popliteal arteries using 5 mm drug-coated balloon.